Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received 2 scs leads with the same lot number. It was reported the patient is not receiving effective stimulation. A sjm representative was unable to resolve the issue with reprogramming. The patient consulted with the physician regarding the issue. It was identified surgical intervention will not be taken due to the patient's poor surgical risk in addition to the unlikelihood of improved stimulation. It was also reported the patient has a pacemaker. Additionally, it was reported the patient will be treated with medication.